Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient stated he experienced ineffective stimulation. Stimulation in the patient's legs remained effective; however, stimulation in the patient's back could no longer be achieved. The patient's targeted area of pain is back and legs. Subsequently, the patient underwent surgical intervention where his lead was explanted and replaced. The patient reported effective stimulation coverage postoperative.